Event description:
It was reported that there was an increase in pain, with a possible clog in the catheter. The patient was taken in the procedure room and under fluoroscopy found that the catheter is broken. So the patient was scheduled for a catheter revision. The severity was termed mild. The pump contained fentanyl at a concentration of 2,000.0 mcg/ml and a daily dose of 400.2 mcg/day and a bupivacaine at a concentration of 15.0 mg/ml at a daily dose of 3.002 mg/day.

Manufacturer narrative:
(B)(4).